Event description:
This case was initially received via regulatory authority FDA (reference number: mw5039404) on 02-dec-2014. The most recent information was received on 20-jun-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient (gravida 6, para 2) who had essure (batch no. A50514) inserted for female sterilization. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included ectopic pregnancy, salpingo-oophorectomy unilateral in 2003, left oophorectomy, parity 2, multigravida and spontaneous abortion. Concurrent conditions included body mass index normal and postpartum state. Concomitant products included atropine, diazepam (valium), ibuprofen, ketorolac tromethamine (toradol), norethisterone (micronor), promethazine (phenergan) and vicodin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 7 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index (B)(6). Human chorionic gonadotropin - on (B)(6) 2014: <1 mui/ml. Hysterosalpingogram - on (B)(6) 2013: fallopian tube successfully occluded. Hysteroscopy - on (B)(6) 2012: rigid olympus hysteroscope showed device placement in 2014, vaginal exam and ultrasound showed her ovary was large and swollen and had a cyst and he could not see the implant on that die. The doctor did see the one on her left, however, where the doctor who placed it said it went somewhere. On an unknown date, 3 months essure confirmation test showed complete blockage. Quality-safety evaluation of ptc: final assessment: one ptc assessment for the same patient with multiple pregnancies. Manufacturing date: 9/2012. Expiration date: 9/2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Pregnancy and perforations are anticipated events. Medical assessment: this ptc was initiated due a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In addition, one of the associated ae cases refers to a medication error. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse event is not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-jun-2017: legal document received, case became legal. Additional information added in linked case for first miscarriage. Device category changed to incident. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only". On 23-jun-2017: case (B)(4) is a duplicate of case (B)(4). All the information was transferred from deletion case (B)(4). Information included regulatory authority added as reporter. Lab data were added. References and source documents from deletion case were transferred. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.